Event description:
Additional information received reported the concentration of the drug was checked again. A catheter with a sutureless connector was used and the patency of the catheter was checked. It was speculated that maybe some of the dispensing holes of the catheter were occluded due to drug clotting. The patient¿s therapy was effective at the time of the report. A priming bolus was performed on 2013-(B)(6). The bolus duration was 10 minutes.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the pump was replaced related to the pump end of life (eol) in three patients. Post-operatively, there was a continuing moderate withdrawal syndrome. The patients were visited several times for dose adjustments in the clinic. For two patients, the dose adjustment was an increase of 30-100% before a stable situation could be reached. The clinic had never had such an experience. Because it happened three times, a systemic problem was suspected. The operation technique was not changed and the filling procedure was not different and was performed by a very experienced nurse practitioner. The complaints remained for 6 days and could not be explained by the catheter dead space. The tip of the catheter should have been reached in about 36 hours. The baclofen solution in the explanted pump had been prepared by a different pharmacy than the solution for the new pump. It was thought there could have been a relation there. Both preparation protocols were compared, but no difference could be found. The only difference was the storage at room temperature (solution explanted pump) and cooling on ¿9 gr celsius¿ (solution pump). It was reported when the pocket of the old pump was opened, it showed the catheter was positioned over the filling hole of the pump. It was noted the old catheter was damaged. The pump segment of the catheter was replaced by a new one. The new pump was programmed to 50% of the old dosage to prevent an overdosage. The next morning, the patient was very spastic. On the basis of the complaints, the dosage was increased again. The patient was at the same dose as with the old pump with much more relief and effectiveness and was even able to walk again, which was not possible before, at the time of this report. A pre-implant pump prime was performed. The catheter was flushed when two pieces were in place again and the pump segment was removed and the catheter worked fine. Additional information received reported the calibration constant was checked in all three cases and they matched the package. The health care providers were certain they removed all the water in the new pump. Drug samples coming out of the pump were taken and there were no differences. It was supposed what it needed to be. Refer to manufacturer reports # 3004209178-2013-21948 and 3004209178-2013-21949.